Manufacturer narrative:
Na.

Event description:
It was reported that the ac adapter shows signs of scorching around rt1. There are no signs of overheating around the fuses. There is no output from the dc connector. It was also reported that the problem occurred in the patient's home. There were signs of smoke and the rcd (safety breaker) tripping in the consumer unit (house fuse box).